Event description:
It was reported that the anchor did not deploy. The procedure was successfully completed using a back-up device. However, the incident resulted in a surgical delay greater than 30 minutes. It was noted that a competitive suture passer was being used. No patent injury or other complications were reported.

Manufacturer narrative:
The reported mini magnum device was used for treatment and returned for evaluation. A relationship between the device and reported incident was established. The reported device was received in a suture lock condition and its anchor bent. The snare wire and spring were found reeled thru the driver with no clinical suture. The device was not fully deployed. The mini magnum device is a single use device therefore a functional test could not be performed in the condition received. Per information provided, the anchor did not deploy. Based on our visual inspection, the complaint was confirmed; however, an exact root cause for the anchor not deploying correctly is uncertain. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect anchor insertion. Poor bone preparation. Or (3) incorrect alignment between implant and drilled hole. Incorrect anchor insertion, poor bone preparation or misalignment between the drilled bone and implant can result in a failed deployment and/ or damage to the implant. The instructions for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.